Event description:
It was reported that during a prostate procedure there was a loss of efficiency @ 74,703 joules. Gland volume 30 ml. Time expended 13:30 minutes. The procedure was completed with turp. There was no damage to the patient.